Event description:
On (B)(6) 2014 salter labs received a complaint from our distributor stating a patient reported developing a rash on her ears, top of her scalp, chest, and hip while using salter labs 1600-4 cannula. The cannula has been discarded and will not be returned.